Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the device was noted in backup vvi mode after a magnetic resonance imaging (MRI) scan and no high voltage defibrillation therapy was available. The device was not programmed to MRI mode prior to the MRI scan. The device was reprogrammed to resolve the event and the patient was in stable condition.